Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an alert for a high out of range pace impedance measurement of 2011 ohms four days after initial implant. The impedance was noted to have increased from approximately 1200 ohms at implant. The threshold was also indicated to have increased since implant. The patient was noted to have an underlying intrinsic rhythm of 40 beats per minute. An x-ray was performed and the rv lead was confirmed not to have dislodged but a micro cardiac perforation was confirmed. As a result, the rv lead was surgically repositioned and the patient was noted to be doing well since the procedure. The rv lead remains in-service. There were no additional adverse patient effects.